Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to disassociation of the head from the stem. The cup was reported well-fixed and remained in the patient.

Manufacturer narrative:
An event regarding disassociation involving a metal head that was mated with an accolade stem was reported. The event was confirmed by device return and review of x-rays. Method & results: -product evaluation and results: visual inspection - a visual inspection was carried out as part of the material analysis report. The following was noted: scratches and damages consistent with the explantation process were observed on the femoral head. The female taper on the distal surface showed signs of wear and adhered debris. The wear observed on the hip stem and the femoral head taper was likely due to the loss of taper lock between the stem trunnion and the femoral head taper. The loosening likely caused the stem to articulate with the head causing wear damages. The material analysis report (mar) concluded the following: the wear observed on the hip stem trunnion and femoral head taper was consistent with a loss of taper lock between the femoral head and the hip stem trunnion. Eds showed that the hip stem was consistent with astm f1813 and the femoral head was consistent with astm f1537. Eds also showed that the adhered debris on the hip stem and femoral head is consistent with material transfer. Based on the given information, no identifiable material discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: narrative: patient had previously undergone a press fit tha. An undated xray taken prior to revision surgery shows the femoral head disassociated from the trunnion of the femoral stem. There is obvious remodeling of the trunnion with loss of material. These findings were confirmed by the material analysis performed and were felt to be caused by loss of taper lock between the stem trunnion and femoral head taper. The loosening likely caused the stem to articulate with the head causing wear damages. Assessment: the primary harm involved is disassociation tha femoral head from femoral stem caused by loss of taper lock between the stem trunnion and femoral head taper. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the medical review concluded - assessment: the primary harm involved is disassociation tha femoral head from femoral stem caused by loss of taper lock between the stem trunnion and femoral head taper. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that patient's right hip was revised due to disassociation of the head from the stem. The cup was reported well-fixed and remained in the patient.